Event description:
It was reported that the customer experienced a blood glucose (bg) level ranged between 64-67 mg/dl. Customer addressed bg level by consuming carbohydrates. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.